Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the liner initially had no issues during insertion; however, during hip reduction, the surgeon noted that the liner had moved and was no longer seated flush. He questioned whether it was bent and attempted to reseat it but was unable to change its position. The surgeon then proceeded to remove the liner and complete the case with a new liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.